Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination inspection revealed a 15mm longitudinal tear in the balloon wall from the midsection to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous left forearm. A 3.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation and initial inflation was successfully performed. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a 4x60mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately calcified and mildly tortuous left forearm. A 3.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilatation and initial inflation was successfully performed. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a 4x60mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.